Event description:
The medication ordered was bd autoshield duo pen tips for use with the patients insulin pens. The product sent was bd safety glide injection needle. The error was caught by the medication technician at the time it was to be used. This was a refill request so the patient had a supply on hand. The product was returned and the correct product was sent. (B)(4).